Manufacturer narrative:
It was determined that the proximate cause of the reported issue was due to the bezel assembly - mechanical failure. It was determined the proximate cause of the upper and lower pressure sensor replacement was the result of missing parts. It was determined the proximate cause of the keypad replacement was the result of cracked upper right corner was due to wear. It was determined the proximate cause of the door latch replacement was the result of a missing door latch.

Event description:
The device had multiple component issues.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure. Based on the findings, service determined that the proximate cause of the reported issue of component issue was due to the bezel assembly - mechanical failure service determined the proximate cause of the upper and lower pressure sensor replacement was the result of missing parts. Service determined the proximate cause of the keypad replacement was the result of cracked upper right corner was due to wear. Service determined the proximate cause of the door latch replacement was the result of a missing door latch. The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. There was no reported patient involvement. The device is used for therapeutic purposes.

Manufacturer narrative:
Correction: b.4 and g.4 (of parent file/initial MDR) is (B)(6) 2019.

Event description:
The device had multiple component issues.